Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's system board was replaced to address the issue. "Service required" codes were observed in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. The power supply was found to be faulty. The device's power supply was replaced to address the issue. The blower motor was found to be contaminated with dirt, hindering the function of the blower motor. The device's blower motor was replaced to address the issue.